Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had battery issues. No blood glucose information was given. Troubleshooting could not occur in full due to the customer not being available at the time of call. However, the battery issues were discussed. The customer received a failed battery test six months ago and a replacement battery cap was sent. The battery was fine until recently in which the customer received low battery and weak battery alerts almost every day, and has to change the battery every two days. The customer also received a battery out limit three times, but it was unclear whether those appeared after a battery change. The customer was advised to use aaa (B)(4) alkaline batteries for the pump. No products were returned and a replacement battery cap was shipped to the customer. The customer was advised to call back if issues persist and they have to change the batteries every two or three days.